Event description:
I have used renu with moisture loc contact lens solution from the time I got contacts until I was diagnosed with fusarium in 10/05. My husband and I both used renu moisture loc and other renu products since 08/1999. I was left blind in my left eye for several weeks with pain underscribable. I had a corneal transplant in 2005. I still do not have good sight in my eye. My vision is a blur in that eye.